Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis.

Event description:
It was reported that while impacting an attune tibial tray, the fb impactor head broke in half. All the pieces were collected and sterilized for return. A replacement is needed. No surgical delay.